Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the caller brought patient on the line who has an scs for low back pain and an interstim system. The patient reported a squeezing sensation, that is occurring now, and shocking sensation at times. We confirmed the scs ins is currently depleted. The patient was able to turn off the interstim (micro) which resolved the squeezing sensation. The patient reported and possibly confused which devices provides pain relief. Recommended speaking with managing healthcare provider (hcp) of either device, possibly turn off one of the ins's (one at a time) to verify functionality of each device independently. Caller may meet with patient. Will send caller case number for reference as we cannot confirm which device currently is causing the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.